Event description:
Information received by medtronic indicated that the customer reported no delivery alarm during the bolus. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. ¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/15/2023 08:00:53.000 in pump downloaded history. However, noted pump error 53 (line number 3292 file number 568) in the pump history download on 06/19/2023 20:10:07.000 due to moisture damage at pcb1 and pcb2 boards as per global logic analysis esf3764387. Pump was cut open to perform visual inspection and found¿moisture damage¿on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked keypad overlay, stained keypad overlay, broken belt clip rails, and serial number label faded. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test; however, moisture damage noted at electronic assemblies. Confirmed insulin flow block alarm in pump downloaded history. Noted pump error 53 in the pump history download due to moisture damage at pcb1 and pcb2 boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.